Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection, impaired healing, swelling and dehiscence were known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental report is being filed to correct the b5: describe event or problem; d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; h3: device eval by manufacturer; h6: patient codes; and h6: impact codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. No additional adverse patient effects were reported. The rv lead was explanted. Additional information indicated that the patient's incision was not healing, was swollen with a red or blue hue, and the incision split and opened up. The patient was treated with antibiotics. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. No additional adverse patient effects were reported. The rv lead was explanted.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. No additional adverse patient effects were reported. The rv lead was explanted. Additional information indicated that the patient's incision was not healing, was swollen with a red or blue hue, and the incision split and opened up. The patient was treated with antibiotics. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the h6: component codes. If information is provided in the future, a supplemental report will be issued.